Event description:
Boston scientific crm received info that difficulty was experienced securing a right ventricular lead in the header of this implantable cardioverter defibrillator (ICD). When the lead was thought to be secure in the header and a tug test was done, the lead would pull from the header. Eventually, the lead was successfully secured. No adverse pt effects were reported.

Manufacturer narrative:
Technical services provided implant instructions to avoid this situation in the future. No additional info is available at this time. Should more info become available, this event will be reopened.